Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported pericardial effusion may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an atrial ventricular nodal reentrant procedure, a pericardial effusion occurred on the right ventricle. When starting to ablate the slow pathway the patient became hypotensive, had a sore throat and became nauseous. An echocardiogram revealed a pericardial effusion for which a pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott devices.